Event description:
A customer's mother reported via phone to have the customer's hospitalization documented. The customer went into a state of diabetic ketoacidosis. However, the mother was not on the hippa contact list. The customer had just turned (B)(6) and the mother was advised to have the customer call back to get a verification to have their mother speak for them. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).